Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was slightly low sensing and variable high voltage lead impedance (hvli) which fell below the lower limit as well as above the upper limit in different vectors, noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and there were no anomalies that could be identified. The lead was capped and replaced to resolve the event, and the patient was stable with no consequences.